Manufacturer narrative:
Additional information was provided in a.1., a.2.,b.5., b.6., b.7.,d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information was received stating, as per surgeon the patient enquired about company lens previously at multiple clinics before getting operated and demanded to be operated with the company lens. After implantation he came only once for follow-up and as per surgeon his vision was 6/6 distance and n6 near. Surgeon also mentioned that patient was a pharma medical representative and was informed about the halos and glares before getting operated. The left eye was implanted with 21 diopter company lens.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, he lost clear vision in dim light, was seeing halos and glare, unable to drive at night, vision got blurry while watching the television. While watching the tv patient felt like the footnotes are coming close to eyes and are blur. Also stated he had a consultation with ophthalmologist and was prescribed 0.5 number single vision lens which has helped him 30%. Additional information was received stating that he did not have vision clarity and had blurry vision. Additional information was received stating, surgeons feedback was that the patient came to clinic demanding current model company lens as he surveyed from different hospitals. After implanting, post operative were good. After 15 days follow up, patient was complaining about slight glares at night, but the surgeon counselled him and told him these are few draw backs of all trifocals. The patient did not come back after 15 days follow up. There are two medical device reports associated with this patient. This file is for left eye.